Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). Sample material from the patients was submitted for investigation. All samples showed reactive results with the elecsys hiv duo assay. Per product labeling, all initially reactive or borderline samples should be re-determined in duplicate with the elecsys hiv duo assay. If cutoff index values < 1.0 are found in both cases, the samples are considered negative for hiv-1 ag and hiv-1/-2 specific antibodies. Initially reactive or borderline samples giving cutoff index values of = 1.0 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. The investigation determined the elecsys hiv duo reagent performed within specification. Due to the specificity claimed in product labeling, single false positives can occur.

Event description:
There was an allegation of questionable elecsys hiv duo results for seven patient samples from the cobas e 801 module. Refer to the attachment to the medwatch for all patient results. This MDR is being submitted in an abundance of caution.